Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the vibratory alert feature on the patient's implantable cardioverter defibrillator (ICD) was not functional. The issue was suspected to be due to a magnetic resonance imaging procedure that the patient had two years prior. No intervention was performed. The patient had no consequences. The patient would continue to be monitored.